Event description:
Since data last cleared on (B)(6) 2019: based on programmed zones, device detected: 798 atrial high rate episodes most recent on (B)(6) 2022. Possible intermittent atrial lead undersensing (atrial sensitivity programmed to o.5omv). 23 ventricular high rate episodes most recent on (B)(6) 2022. See episode list and stored egms for details. Recommend review of stored egms for rhythm determination. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).